Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution device was returned for product evaluation. The evolution device was returned along with the tamper tube. Visual inspection revealed that the evolution body was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The tamper tube was returned separately. Both green bars were present on the tamper tube. The button was pressed and determined to be hard. The suture was completely released from the sheath and the overall device condition is consistent with full deployment. Neither the collagen nor the anchor was returned. Microscopic analysis revealed that the distal end of the suture appeared to be cut with a blade. The upper handle was removed from the lower handle exposing the gearbox assembly. The gearbox assembly was removed. The suture could not be seen in the grooves of the spool. No suture was present on the spool. The suture was tethered to the spool with the suture stake. No gross visual anomalies were observed with the gearbox assembly. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.054'' which was found to be within the manufacturer's specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device did not deploy correctly. The green bar was never visible and did not drop down. Bleeding occurred after deployment. Manual compression was performed. The procedure had a positive outcome, and the patient was in stable condition. Additional information was received on 30aug2019. The physician's feedback was that the tamper did not drop down, it appeared to become stuck within the device.